Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up MDR report is being submitted to cancel the initial report. Initial reporting was based on a conservative assessment of "off label use". However additional information was received confirming that the previously placed stent and the evo stent were the same diameter. Additionally in this case the physician placed an additional stent through the lumen of the previously placed stent not through the side wall. This file does not represent "off label" use in accordance to our IFU. Ifu0056-5 states "this device is not intended to be deployed through the wall of a previously placed or existing metal stent." Based on the above information this event has been re-assessed and this file will be cancelled as it no longer meets the criteria of a complaint. This report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring.

Event description:
This follow up MDR report is being submitted to cancel the initial report. This file is related to pr (B)(4) and was created to capture the off label use noted in the original file. Stent in stent ¿ off label use.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is related to (B)(4) (3001845648-2018-00605) and was created to capture the off label use noted in the original file. Stent in stent ¿ off label use.